Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 19 previously reported events are included in this follow-up record. Product return status 1 device was received. 18 devices were not available for evaluation.

Event description:
This report summarizes 19 malfunction events in which the device material reportedly frayed. - 19 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 19 events were reported for this quarter. Product return status: 13 devices were not available for evaluation. 6 device investigation types have not yet been determined. Additional information: 19 devices were labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes 19 malfunction events in which the device material reportedly frayed. 19 events had patient involvement; no patient impact.